Event description:
It was reported that the patient lost consciousness and presented to the hospital. The family suspected premature battery depletion and questioned whether the loss of consciousness was caused by the device not working properly. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).